Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was trying to prime and the insulin pump keeps alarming no delivery. Customer's blood glucose is 110 mg/dl. Customer stated that she does not have a back-up plan. Customer has not treated. Customer was advised to clear the alarm as it was still active at the time of the call. Customer stated that the insulin did exit the manual plunger push. Customer stated that she will troubleshoot with a new set and the current reservoir. Customer stated that the insulin did exit the tubing after manually pushing the plunger. Customer was advised to return the infusion set. Customer stated that she changed the reservoir once and continued to receive the no delivery alarm prior to the call.